Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. Standard troubleshooting was performed with no success. Eventually an alternate method of interrogation was able to be completed, but there was concern the transmission may not reflect all of the data on the device. The device remains in use. No patient complications have been reported as a result of this event.